Event description:
During routine testing of the device at the service center, the service technician reported the ring on the front cover around the gas bottle b side enclosure was broken. This calibrator was originally returned for repair due to gas b failing to function when the broken ring was found. Since this event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.